Event description:
Customer reported that the insulin pump alarmed watchdog timeout. Customer stated the alarm did not clear by pressing esc and act. Customer was advised to disconnect at the quick release, remove the battery for five minutes and reinsert it. She was explained the alarm is a program safety alarm and that static may cause it. Customer stated the display did not return. She was instructed to remove the battery for 2 hours, revert to back up plan and insert a new battery. Customer was advised to get back in contact if display didn't come back. Blood glucose value was over 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.